Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported that she had developed a rash under the front therapy electrode pad. The patient did mention a nickel allergy; however, she was not experiencing any reactions under the rear therapy electrode pads. The patient reported that the rash could have also been from the adhesive electrodes used while she was in the hospital. The patient used neosporin on the area, but reported that it hadn't helped. During a follow-up, the patient reported that her doctor had prescribed her prednisone and zyrtec for the rash. At the time of the follow-up the patient reported that the rash had spread to her arms, above the front therapy electrode pad, and onto her stomach. The final medical outcome of the rash was unknown, the patient ended use of the lifevest.